Event description:
The upper jaw of a cusing rongeur fractured during a l5-si partial discectomy procedure. The surgeon was unable to retrieve the fractured piece without causing risk to the patient. An x-ray confirmed that the fractured piece remained in the patient. The specific location of the fractured piece is unknown to kmedic the patient's condition is stable and has been released 07/03.